Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320 . Model: sc-1232 . Serial: (B)(6).. Batch: 528661.

Event description:
It was reported that the patient paddle broke apart. The patient underwent a system explant procedure.